Manufacturer narrative:
Product ID 3998, lot# v053142v01, implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2009, product type extension; (B)(4).

Event description:
It was reported that the patient had a weird sensation when they used their device. The part of the device that was not removed was keeping the patient up at night. It was reported that the patient could not lay on their side. After the patient fell it ¿irritated everything back there.¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had pain at the implant site when stimulation was turned on. The device was causing more discomfort than it was helping with the pain. The patient stopped using therapy and had the system removed. About 2 weeks prior to report, the patient had a fall on the driveway. The patient had been 'grabbing on their side for a month and then when they fell the pain became more pronounced.' The patient had pain in their back 'where they connected wires.' The patient had an x-ray after the fall and it showed a foreign object in the patient's back. The object was 'about 3.7 cm long.' A CT scan showed a 'tubular object on right flank side, 3 inches to right of spine and above where ins was implanted.' The reporter had received the implantable neurostimulator (ins) and leads after explant, but no extensions and was unsure if the extension had remained implanted. The patient's surgeon 'had no idea what was in the patients back.' The reporter was seeking another surgeon to evaluate and remove the foreign object. Additional information has been requested, but was not available as of the date of this report.